Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision after experiencing pain at the pocket site and believing that their device shifted. The patient denied any falls. The patient felt stimulation properly. There were no additional patient complications.